Event description:
Reporter indicated that a pt has not experienced efficacy from vns therapy. The reporter stated that the pt's physician did not believe the device was malfunctioning, but only that the pt's seizures were difficult to treat and the pt's condition was not receptive to vns therapy. Attempts to gather add'l info from a medical professional have been unsuccessful to date.

Event description:
Information was received that the patient was explanted (date unknown) and will be referred for re-implant.

Event description:
Review of the in-house programming history database revealed that the device was programmed off on (B)(6) 2007. No additional relevant information has been received to date.

Manufacturer narrative:
Describe event or problem corrected data: the supplemental report #2 inadvertently did not report this information. Date received by manufacturer, corrected data: the supplemental report #2 inadvertently reported this date of information incorrectly.

Event description:
The patient was re-implanted with vns therapy on (B)(6) 2015.